Event description:
A report was received that the patient was experiencing pain at the pocket site due to battery was inverted. The patient underwent pocket revision procedure and was doing well postoperatively.